Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and failed in self test. Customer stated that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 found on (B)(6) 2022. Insulin pump passed displacement test and active current test; however, insulin pump did not pass sleep current test and self test. Pump error 75 alarmed during self test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. Confirmed pump alarm pump error 25 on (B)(6) 2022 00:00:00.000 in pump downloaded history. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly (pcba 1 and pcba 2). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump error 25 was confirmed due to j6 connector resistance issue. Exposure to moisture was confirmed on pcba 1 and pcba 2. Pump error 75 was confirmed due to moisture on j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error found on (B)(6) 2022. Device passed displacement test and active current test; however,device did not pass sleep current test and self test. Pump error alarmed during self test. Test p-cap successfully locked into the reservoir tube. Device successfully downloaded to thus. Confirmed device alarm pump error on (B)(6) 2022 00:00:00.000 in device downloaded history. The power management graph confirmed pump error low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (electrical board 1 and 2). The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump error was confirmed due to connector resistance issue. Exposure to moisture was confirmed on electrical board 1 and 2. Pump error was confirmed due to moisture on j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms 23, 25, 49, 68, 75 and failed in self test. Customer stated that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow up report was submitted with incorrect aware date in the g4 section. The correct date is 30-nov-2022.